Manufacturer narrative:
Date of event is estimated. A patient experiencing lead migration was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2023-00218 and 3006705815-2023-02281. It was reported during a surgery to replace an inoperable ipg it was noted the leads had migrated. Surgical took place wherein the system explanted.